Event description:
It was reported that during device changeout/system upgrade the 4194 and 4196 model leads were attempted but not implanted due to patient anatomy. Both of those leads have been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. Additionally, all conductors had blood/body fluid (not obstructed). (B)(4) the full lead was returned, analyzed, and no anomalies were found.